Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side "fractured implant". Manufacturer of the device is unknown. Device was explanted.

Event description:
Healthcare professional reported left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec and opening extended on posterior. A visual and microscopic analysis was performed which identified creases fold, wear abrasion, non-penetrating nicks and sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. Reason for reoperation is "fractured implant".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported an unknown side "fractured implant". Manufacturer of the device is unknown. Device was explanted.